Event description:
It was reported that the lead integrity alert was tripped on (B)(6) 2010 for non-sustained tachycardia and short interval count from a carelink transmission. It was discussed that this may be due to a possible lead dislodgement. The lead remains implanted and active. There were no patient complaints or complications reported due to this device interrogation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.